Manufacturer narrative:
(B)(4). Evaluation: visual inspection: no outward signs of abuse or misuse. Functional inspection: the light source which is in the handle was transferred through the blade fiber optic pipe with no flickering or light interruptions. This blade is designed to transfer light, not be the source of light. Flickering light would stem from a light source, not a light transfer. The complaint cannot be confirmed. No corrective/preventive actions assigned to this complaint.

Event description:
The customer alleges that the blade, when attached to the dispoled handle, would flicker.